Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia as well as hypoglycemia, also received unexpected restart and battery cap isn't staying on and insulin pump was randomly shutting off. The customer blood glucose level was 300 mg/dl, 40 mg/dl and 50 mg/dl. The customer was treated with insulin pump and with syringe for high blood glucose and with juice and glucose tablets for low blood glucose level. The customer declined troubleshooting for high and low blood glucose levels. The device insulin pump, sensor and the reservoir will not be returned for analysis.